Manufacturer narrative:
The single inner setscrew [product code: 1797-02-000, lot no: arhdln] was returned for evaluation. Visual examination revealed no torn threads or noted any thread damages on the set screw. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the complaint trend is not necessary as there was no product failure to trend on. A root cause analysis is not necessary as no product failures have been identified with the reported device. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Additionally, no product failures have been identified with the returned device and therefore this complaint file will be closed with no further action required.

Event description:
Set screw dusted during the procedure. Completed with same / like product.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation.